Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with deteriorating right heart failure and it was decided to remove the ventricular lead and subsequently downgrade the device to a single chamber device. The ventricular lead was explanted and the device was explanted and replaced. No patient complications have been reported as a result of this event.